Event description:
When the physician used the subject device for a procedure, the device stopped working and the open circuit error displayed after about 2 hour. The ptfe pad was also detached from the jaw. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the ptfe pad was severely worn and the portion of the ptfe pad was lost. The lost portion of the pad was not returned. There was a contact mark on the probe and jaw. The mfg history was reviewed, with no irregularities noted. Olympus followed up with the user facility to obtain additional info. It was confirmed that the detached portion of the pad dropped during the transportation by the user and was lost. Based on the eval, while the ptfe pad was severely worn, the physician grasped nothing in the grasping section (including after the tissue separated) and continuously activated output in seal and cut mode without firmly grasping the grip handle and control handle. Since the portion of the ptfe pad wore severely and became thin, the probe and grasping section began contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. The instruction manual of thunderbeat scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.